Manufacturer narrative:
This report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported bravo short study. The investigation found that the reported condition was due to bravo system communication failure. The investigation isolated the failure to the bravo communication system, but a cause was not identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The recorder worked correctly during the previous procedure. There was no patient and user harm. A repeat procedure on a different day was needed and the patient tolerated the procedure well.